Manufacturer narrative:
Initial report sent: august 14, 2007.

Event description:
Procedure: peripheral lung metastasis resection. The report received states that: the device did not lead to the desired staple formation. That the malformed staples got stuck to the patient tissue that resulted in excessive bleeding. The surgeon had to use manual suturing to stop the bleeding. There was no report of blood transfusion and the amount of blood loss was not identified. No further complication was reported.